Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm and augmentation alarm. All cables and tubing were secure and appropriate and that there was no blood in the helium tubing. Reported that the patient was ventilated with a peep of 5 and has been forcefully coughing. I explained the nature of the alarm and that the cause was likely a rise in intrathoracic pressure. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields are e1- event site telephone, h6-component code. Updated fields are b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion). (B)(6) reported that the augmentation alarm keeps going off and the pump stops each time. Esp personal explained that the augmentation alarm would not cause the pump to go into standby so esp personal had her print an alarm history log. The report showed multiple gas loss alarms. She verified all cables and tubing were secure and appropriate and that there was no blood in the helium tubing. She reported that it occurred several times during day shift as well and they utilized the iab fill key which resolved the alarm and resumed therapy. Loraina reported that the patient was ventilated with a peep of 5 and has been forcefully coughing. Esp personal explained the nature of the alarm and that the cause was likely a rise in intrathoracic pressure. (B)(6) was appreciative of the support and has esp contact should the alarm continue.

Event description:
N/a.